Event description:
Family member called on behalf of customer in 6/2002 alleging that customer's meter had missing segments. Customer was reported to be blue under the eyes. Customer's family member reported having to guess on what customer's blood readings were to administer insulin. No other device was available to test customer's blood glucose. No adverse event or serious injury occurred. No treatment beyond home care was given. Meter display issue was not resolved. Ccr replaced meter. No further information was provided.